Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 600 mg/dl. Customer thinks she delivered insulin but was not sure. Customer was advised to disconnect from the pump. Customer reported cracks on the pump and that there was a piece missing on the reservoir compartment. Customer was asked if she had treated for her blood glucose level. Customer stated that she tried to hold the reservoir in place so that insulin could be delivered, but was not sure if it was. Customer was transferred to help line. No additional information provided.